Event description:
It was reported that the whole system including the implantable cardioverter defibrillator and leads was explanted due to bacteremia. No patient condition or additional information could be obtained. Related manufacturer reference number: 2017865-2019-08617. Related manufacturer reference number: 2017865-2019-08619.

Manufacturer narrative:
Analysis was normal. No anomalies were found.